Event description:
It was reported that patient underwent an initial right total knee arthroplasty on (B)(6) 2014. Subsequently, patient was revised on (B)(6) 2015 due to synovitis with pain. Review of radiographs revealed arthritis with early loss of joint space, sclerosis and mild spurring. The tibial bearing and tibial tray were removed and replaced.

Event description:
It was reported that patient underwent an initial right total knee arthroplasty on (B)(6) 2014. Subsequently, patient was revised on (B)(6) 2015 due to pain from poly sensitivity. Review of radiographs revealed, arthritis with early loss of joint space, sclerosis and mild spurring. The tibial bearing and tibial tray were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions", number 15 states, "postoperative pain". This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2015-02314 / 02315).

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.